Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14984. It was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited inadequate high voltage output. During defibrillation threshold testing, the shocks were delivered appropriately but failed to convert the patient to sinus rhythm. The patient presented for procedure on (B)(6) 2019. The device was explanted and replaced and the lead was capped and replaced. The patient was stable before, during, and after the procedure.